Manufacturer narrative:
The nodule size was 1.7 and located in the left upper lobe. Tools used during the biopsy included a 21g flexision needle, forceps, and cytology brush. Imaging modalities included c-arm fluoroscopy and radial ebus. The diagnosis obtained from pathology was adenocarcinoma (malignant).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax requiring a chest tube. The patient was reported as stable.

Event description:
It was reported that right after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube. The patient was in stable condition. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.